Manufacturer narrative:
Additional manufacturer narrative 22-nov-2017: a review of the device history record was performed, no anomalies were noted. A review of subject device service records revealed that the subject device has had its annual pm calls on time, and all required actions had been performed. A lumenis service engineer visited the site the day of the reported event and discovered the issue was with two faulty pcbs inside the hvps (one for the simmer, and the other for the controller board). The service engineer replaced the pcb and hv power supply", both of which are replaceable spare parts, and after confirming the system had met specifications, the system was returned to the customer. A review of system risk files found the risk of hvps failure (1007143_a - risk # 2.01) which has the potential to lead to ineffective treatment which may require re-operation. The risk has been quantified and found to be remote, and the risk has been characterized and documented as acceptable within a full risk assessment. In this case the patient was awakened from anesthesia, the procedure was cancelled and then completed the following day, although there was no report of injury associated with this event, the procedure was cancelled and the patient was subsequently awakened from anesthesia. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, and in an abundance of caution, lumenis is reporting this event. Correction: this MDR was initially reported as an adverse event and serious injury. As there was no injury associated with this event, the codes have been changed to reflect the product problem/malfunction only.

Manufacturer narrative:
Lumenis contacted the foreign user facility through its foreign subsidiary to investigate the reported event, an incident report had been provided by the facility. A lumenis engineer and technical expert evaluated the subject device confirming that "the trouble was caused by a faulty pcb and hv power supply", both of which are replaceable spare parts. The lumenis engineer replaced both parts and after confirming that the system meets manufacture specifications the system was returned to the facility in safe working condition. The holep procedure was completed following the repair of the repaired system. Since this malfunction led to a cancelled procedure and prolonged patient hospitalization by one (1) day, lumenis is reporting this event as an adverse event as lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks. Lumenis has just become aware of this reported event and is currently investigating. Once a cause for the reported event has been determined, lumenis will file a follow-up MDR.

Event description:
A foreign user facility reported that right before beginning the laser enucleation part of a holep procedure, a display error appeared on the screen of their laser system. Not able to use the laser, the doctor postponed the procedure until the following day when the laser was repaired and returned to service. The procedure was then completed with no report of serious injury nor medical intervention to preclude serious injury.